Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior, and a broad jet. One ntw mitraclip was implanted, reducing the mr to grade 2. There were no adverse patient effects. On (B)(6) 2022, a single leaflet device attachment (slda) occurred on the anterior leaflet, and the mr was recurrent at grade 4. An additional procedure was performed to stabilize the slda. The mr was reduced to grade 2. According to the physician, the slda was due to difficult imaging during the procedure. The patient is stable. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda) appears to be related to poor imaging resolution (procedure circumstance). The reported image resolution was difficult visualizing the clip during procedure due to imaging quality. Additionally, mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr appears to be cascading effects of the incomplete coaptation (slda). The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a